Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that manufacturer representative (rep) need to review screwdriver information for removal. Patient had high impedances on all contacts. This started a couple of years ago according to healthcare provider (hcp), no exact date is known. Yesterday, they explanted both leads (right and left), legacy stim loc devices, and both legacy extensions. They fully re-implanted a new lead system for her (burr hole devices, two leads, and two extensions. She still had over 3 years left on their implantable neurostimulator (ins), so that remained implanted, but connected to the new extensions. Rep reported healthcare provider (hcp) had to cut out the leads to remove them.